Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
It was reported that the patient was hospitalized (date and duration not reported) due to skin flap breakdown at the coil site. Subsequently, the patient underwent a skin flap revision surgery on (B)(6) 2014. Per report on (B)(4) 2014 the issues have resolved. This report is filed (B)(4) 2014. Implanted device remains.

Event description:
Per the clinic, the patient experienced skin flap breakdown at the implant site, exposing the receiver/stimulator unit. It's been advised that the patient discontinue use of the device at this time. The implanted device remains.